Manufacturer narrative:
The returned screw was examined under magnification; examination with a comparator was attempted, however, due to damage of the screw head and shaft, it was inconclusive. The returned screw head showed evidence of both fatigue and brittle fracture. Screw fracture of this manner can occur due to drilling to an improper depth, encountering dense bone, improper surgical technique and unstable screw/plate construct. Evaluation of the returned screw shaft was inconclusive as severe damage was present on the fracture surface, likely caused by implant removal. Additional MDR's related to this event: MDR 3025141-2016-00055: plate; MDR 3025141-2016-00056: screw 1; MDR 3025141-2016-00057: screw 2; MDR 3025141-2016-00059: screw 4; MDR 3025141-2016-00060: screw 5; MDR 3025141-2016-00061: screw 6; MDR 3025141-2016-00062: screw 7; MDR 3025141-2016-00063: screw 8; MDR 3025141-2016-00064: screw 9 and MDR 3025141-2016-00065: screw 10.

Event description:
A total wrist fusion plate was implanted. Post-operatively, the distal screws backed out of the bone and two of the locking screws broke. The plate and the screws were explanted.